Event description:
It was reported that the insulin pump alarmed button error and the numbers were ramping up without input from the customer. Customer's blood glucose reading at the time of the call was 131 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces and button error. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.